Event description:
It was reported that foundation oncology department nurse found 200ml of unspecified medication remaining in the medication bag after the infusion was complete. The hospital biomed tested the devices with an unspecified methodology. Results were provided: test (B)(6), rate: 50ml/hour, vtbi: 35, device delivered 35ml, test (B)(6), rate- 500, vtbi-1000, device delivered 915ml in 2 hours 2 minutes and 30 seconds when the infusion was complete. Test (B)(6), stated they ran the device again and it failed when they tested it. Test (B)(6), another biomed member tested the same pump module, and it passed both times, once being off by 1% and the second time off by 4%. Although requested, no specific clinical details were provided. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue of an under infusion (event 2) was not determined because no products or device logs were returned. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.